Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. After the lead was connected, the electrical values were tested and found to be normal. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).